Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was bale to confirm the reported issue. To address the issue the stm replaced the ac power cord reel in cart. The stm then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the power cord assembly on the cardiosave intra-aortic balloon pump (iabp) was found to be malfunctioning. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during a routine check, the power cord assembly on the cardiosave intra-aortic balloon pump (iabp) was found to be malfunctioning. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h4, h10. The production device history record (DHR) for this iabp per getinge standard operating procedure unit was reviewed and no non-conformances related to the reported event were noted.